Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 490mg/dl and 290mg/dl blood glucose level was at the time of incident. Customer experienced different blood glucose level was 290, 300, 250, 290 mg/dl. Customer was treated with insulin pump and shot. Troubleshooting was done for high blood glucose. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.